Event description:
It was reported that the right ventricular lead exhibited over-sensing noise and high impedance. Upon review, rv lead anode fracture manifested on transmission. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.